Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert possibly occurred due to a high battery impedance condition. Device replacement was recommended. Subsequently this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert possibly occurred due to a high battery impedance condition. Device replacement was recommended. Subsequently this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, this device had entered safety mode. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, good faith effort attempts were made to try and retrieve the device, however, this device has not been returned. As a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. And was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert possibly occurred due to a high battery impedance condition. Device replacement was recommended. Subsequently this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, this device had entered safety mode. No additional adverse patient effects were reported.